Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified error that came up and instructed to power off and on but device would not power back on. A few hours later the pump did turn back on but the error came again after infusing 5 minutes. The reported problem was found during delivery in the emergency room department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of an unspecified error was determined to be a system error 107 which occurred during incoming device testing and during evaluation. Evaluation determined the cause to be the upper auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.